Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, it was reported that the closure device had embolized.

Manufacturer narrative:
B3 date of event - updated. D6a implant date - updated.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, it was reported that the closure device had embolized. It was further reported that six (6) weeks post procedure the patient had a follow up echocardiogram procedure. The imaging showed that the closure device had embolized to the abdominal aorta of the patient. The patient has not experienced any complications as a result of this event. No intervention has been performed.

Manufacturer narrative:
B5: updated.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, it was reported that the closure device had embolized. It was further reported that six (6) weeks post procedure the patient had a follow up echocardiogram procedure. The imaging showed that the closure device had embolized to the abdominal aorta of the patient. The patient has not experienced any complications as a result of this event. No intervention has been performed. It was further reported that at an unknown date the closure device was successfully retrieved and removed from the patient. There were no valve injuries or any other complications that were reported.